Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned and analyzed. Distal conductor blood/body fluid.

Event description:
It was reported that during implant attempt, the wire would not go through the proximal end of the lead. The device was not implanted. No patient complications have been reported as a result of this event.